Event description:
It was reported that during laparoscopic gastric sleeve procedure, the device cannula was bent prior to removing it from the package. A second device was pulled for the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.